Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Elevated bg was addressed via a manual injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 150 mg/dl. Reportedly, customer continued using pump for insulin therapy.